Event description:
The customer reported that the pt was sent home 24 hours after the dressing was removed from the vasoseal deployment site. The pt's father used hydrogen peroxide to clean the site. The pt complained a week later of pain in the groin and came back to the hosp on 1/23/99. A moderate size hematoma and localized infection was diagnosed and treated with intravenous antibiotics. Culture of the site proved to be a staphylococcus infection. The pt was released on 1/26/99. No further complications were noted.